Manufacturer narrative:
Patient information is not available per the customer. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and then was unable to ventilate in volume mode during a case. The unit was switched to pressure mode and the case was able to continue. There was no report of patient injury.